Event description:
It was reported that during a rotator cuff surgery the tip of the anchor broke off before insertion. It broke outside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the implant of the suture anchor, biocomposite corkscrew® ft,vented 5.5 x 14 mm with #2 fib erwire® and #2 tigerwire® had broken. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause can be attributed to improper bone preparation, excessive force being used or prying/leveraging the screw during insertion.